Event description:
The patient reported sparking from the cardiomems patient electronics system power supply. The power supply was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. The reported event could not be confirmed and a root cause is not established.